Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2007 and mesh was used. The patient experienced mesh erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a mesh excision on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01044. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy and mesh revision. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent bilateral sacrospinous vault fixation and rectocele repair with xenograft on (B)(6) 2009 due to recurrent vaginal prolapse and rectocele. No additional information was provided at this time. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2008 and mesh was used concurrently with mesh/sling excision. The patient experienced mesh erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent bilateral sacrospinous vault fixation and rectocele repair with xenograft on (B)(6) 2009 due to recurrent vaginal prolapse, recurrence of pain, infection, urinary and bowel problems, bleeding, dyspareunia and rectocele. No additional information was provided at this time.

Manufacturer narrative:
Resubmission with the correct file number.

Manufacturer narrative:
(B)(4): due to recurrence of pain, infection, urinary and bowel problems, bleeding, and dyspareunia, the patient had surgery on (B)(6) 2009. No additional information was provided. (B)(6). (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01044. The same patient is represented in each medwatch.